Manufacturer narrative:
Product analysis: the device was discarded by the customer and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history record review and investigation are in process, once the review and investigation are complete, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that post implant of this bioprosthetic valve, post operative day 1, the patient's gradient was 7 mmhg. One month postoperative, the patient's gradient was 15mmhg. The patient presented to the clinic 13 months post-operative with a transvalvular gradient of 59 mmhg. The physician decided to explant the valve 14 months postoperative. Another manufacturers valve was successfully implanted with no adverse patient effects. The valve will not be returned for analysis, the customer discarded it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.